Manufacturer narrative:
Manufacturer exemption number: e2015051. This MDR report is part of the 227 pilot program. Additional lot numbers: w3690368. One (1) unknown lot number. Continued from section d.11. Olympus endoscope, unknown model. Cook fusion ercp kit, unknown device, incomplete description provided. Olympus electrosurgical generator, unknown model. Continued from section h.6. (B)(4). Two (2) of the three (3) reported devices were returned to cook endoscopy for evaluation. Of the two (2) returned devices, our evaluation confirmed one (1) report of incorrect cutting wire orientation. During the laboratory analyses, the sphincterotomes were advanced through a duodenoscope that is placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (model number olympus tjf-160v). For the one (1) confirmed device, the catheter exited the endoscope with the cutting wire facing 10 o'clock. The device was then bowed and the cutting wire was facing 9 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The unconfirmed device catheter exited the endoscope with the cutting wire facing 11 o¿clock. The device was then bowed and the cutting wire was facing 11 o'clock. Prior to functional testing, the sphincterotome catheters were subjected to a close visual examination at the distal ends as they laid flat, and twisting of the tubing was not observed. A discrepancy or anomaly that could have contributed to these observations was not found during our laboratory analysis of the returned product. The device history records for the known lot numbers said to be involved were reviewed. A discrepancy or anomaly was not observed with the products that were released for distribution. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: note: do not apply manual pressure to tip or cutting wire of sphincterotome in an attempt to influence orientation, as this may result in damage to device. Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to "uncoil and straighten sphincterotome" upon removing the device from the packaging. The user is then instructed to "carefully remove precurved stylet from cannulating tip". The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the known lot numbers said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
This report summarizes <noe> three (3) </noe> malfunction events. A review of the events indicated that during three (3) separate endoscopic retrograde cholangiopancreatography (ercp) procedures, the physicians used cook fusion omni-tome pre-loaded sphincterotomes. During the procedures, the users experienced incorrect cutting wire orientation. These reports were received from various sources on various dates. Two (2) of the patients had pre-existing common bile duct stones. These events involved three (3) patients with no patient consequences.